Manufacturer narrative:
Patient medications: lasix, vitamin e and c, lipitor, garlic, fish oil, enalapril, carbedilol and potassium chloride; tgu373715/11175742, (B)(6) 2014. A review of the manufacturing records for the device verified the lot met all pre-release specifications. The imaging evaluation stated the following: contrast appears within the aneurysmal sac- origin of contrast cannot be confirmed with available images. There appears to be a wire irregularity at the proximal end of the proximal device. According to the gore® tag® thoracic endoprosthesis instructions for use, potential device or procedure related adverse events may include but are not limited to: endoleak and reoperation.

Event description:
On (B)(6) 2014 a patient was treated for a thoracic aorta aneurysm using two gore® tag® thoracic endoprostheses. On (B)(6) 2014 the patient had a follow-up cta which reportedly showed contrast within the aneurysmal sac although the origin of the contrast could not be confirmed. A wire irregularity was also seen at the proximal end of the proximal device. A plan to monitor the patient and repeat the angiogram was initiated. On (B)(6) 2014 the angiogram was repeated. A type I endoleak was confirmed. On the same day a reintervention procedure took place whereby a conformable gore® tag® thoracic endoprosthesis was implanted. The endoleak resolved and the patient did well following the procedure.